Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device displayed a "check pads" message. Complainant indicated that the clinician attached ECG leads to the patient and pressed the analyze button and was then able to obtain an ECG signal, confirming the patient was in ventricular fibrillation. Shortly after obtaining an ECG signal, a "do not resuscitate" order was produced. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. Review of the device's activity log showed no recognition of electrode pads being attached or patient impedance. It was determined the electrode pads were attached to the patient; however not to the multi-function cable that was connected to the defibrillator. The device warned the end user with a check pads message. We believe that the device performed to specification and the report was due to user error. The device was recertified and returned to the customer. No trend is associated with reports of this type.